Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device are available and can be accessed upon specific request. The reported failure of display issue is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for evaluation. There was no patient involvement, and no harm or injury reported. Preventative maintenance was completed on the device. There were no significant events in the error log. On device evaluation, the display screen was noted to be blank and was not operational. It was determined the liquid crystal display (lcd) screen lcd backlight cable and lcd ribbon cable require replacement to address the blank screen issue. Additional findings not related to the malfunction/issue: missing and/or damaged components require replacement. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.